Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only the device was returned loose in a bag. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was retracted to mid-nozzle. The tip has stress lines of varying degrees beginning just past the wound guard. An aneurysm began just past the wound guard on the left side bottom of the device. This aneurysm has torn. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the complaint of haptic rolled up in delivery system, fast injection, iol dislocation, and partial capsular rupture. Only the device was returned for evaluation. Nozzle tip damage was observed. The tip has an aneurysm, which has torn on the left side. The tip has varying degrees of stress. This damage would indicate the lens/plunger were not in an acceptable position for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. In addition, the plunger was retracted upon return. The plunger position in relation to the lens optic and haptic position during advancement cannot be determined. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Information in the file indicated that the implant was injected very quickly in capsule with the consequences of partial capsular rupture bad positioning (decentered iol, located down), uncertain stability of the implant over time. The patient will have to wear glasses while the success of the procedure could have limited this need. Contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the patient will have to wear glasses while the success of the procedure could have limited this need. Patient has received a follow-up to check the absence of retina detachment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptic on the lens was rolled up. When the surgeon went to implant the lens, it was gone at once. The surgeon noticed the patient experienced a partial capsular rupture and poor lens positioning. The surgeon left the lens implanted. Additional information has been requested.